Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone breast augmentation revision with a (right) 300cc mentor memorygel breast implant and a (left) 450cc mentor memorygel breast implant suffered right breast pain after a mammogram, left breast edema, and bilateral breast implant ruptures, post-procedure. The right rupture was diagnosed via the mentioned mammogram and the left rupture was only discovered during the removal and replacement surgery on (B)(6) 2021. Subsequently, the ruptured implants were replaced with mentor gel implants. This medwatch form is for the left breast prosthesis. Complication on the right/implant has been reported under mrn: 1645337-2021-10214.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: edema, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone breast augmentation revision with a (right) 300cc mentor memorygel breast implant and a (left) 450cc mentor memorygel breast implant suffered right breast pain after a mammogram, left breast edema, and bilateral breast implant ruptures, post-procedure. The right rupture was diagnosed via the mentioned mammogram and the left rupture was only discovered during the removal and replacement surgery on (B)(6) 2021. Subsequently, the ruptured implants were replaced with mentor gel implants. This medwatch form is for the left breast prosthesis. Complication on the right/implant has been reported under mrn: 1645337-2021-10214.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: edema, material rupture. Manufacturer¿s reference number: (B)(4).